Manufacturer narrative:
The customer reported that their AED is flashing red and will not power on. The customer stated that the AED is chirping with only rapid beeps. The maintenance frequency is monthly, and the activity performed is scanning for dates, performing battery pack self-test and checking the asi light. Troubleshooting of the AED with the customer identified that the AED is functioning as designed and can stay in service. As a follow up with the customer, the proper maintenance of this device was reviewed. Should additional information become available a follow-up MDR shall be submitted.

Event description:
The customer reported that their AED is flashing red and will not power on. The customer stated that the AED is chirping with only rapid beeps. The maintenance frequency is monthly, and the activity performed is scanning for dates, performing battery pack self-test and checking the asi light. The customer did not report this occurred during patient use.